Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found dried blood and body fluid and tissue on the helix housing. The lead tip appeared intact and undamaged, electrical performance testing did not identify any issues. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Event description:
It was reported that this right atrial (ra) lead was explanted due to dislodgement. The patient underwent surgical intervention where the physician attempted to reposition the lead but it was dislodged again. This lead was then replaced. The explanted lead had tissue on the helix. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was explanted due to dislodgement. The patient underwent surgical intervention where the physician attempted to reposition the lead but it was dislodged again. This lead was then replaced. The explanted lead had tissue on the helix. No additional adverse patient effects were reported.